Manufacturer narrative:
Livanova received a report of fluid leakage near cardioplegia side of heater cooler 3t system. No patient/user outcome. As per follow-up communication, the leakage was negligible (drop by drop). Based on the received information, the reported event has been re-evaluated as not reportable based on the fact that a negligible water leak is not likely to result in serious injury to patient/user. No technical service intervention was documented. Review of the livanova complaints database did not identify any other similar event since unit installation in 2020. Based on investigation of previous similar events, the issue could have been related to a defective cardioplegia connector, or defective venting valves of a defective circuit outlet. The risk is in the acceptable region. Livanova will keep monitoring the market.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was leaking at the circuit 1 connectors. The issue was identified during priming. A massive leak cannot be excluded. There was no patient involvement.